Manufacturer narrative:
The insulin pump had no unexpected displayable history check failed on startup alarms noted during testing. Device passed the selftest and displacement test. Multiple displayable history check failed on startup alarms found in the alarm history screen due to corrupted history files. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed displayable history check failed on startup during basal delivery. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.